Event description:
The caregiver (cg) contacted baxter's technical service center regarding a high drain 104/call pd nurse alarm, which indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria. This occurred on the homechoice pro (hcp) during use, while the patient was not connected. The cg stated the home patient (hp) did not feel overfilled in the previous night?s therapy and did not feel overfilled right now. The cg stated the hp was in the hospital recently for retaining a lot of solution. The cg stated the registered nurse (rn) advised the hp to use red bags to pull more solution off while in therapy. The technical service representative (tsr) advised the cg to inform the rn of high drain 104 message. The hp would perform continuous ambulatory peritoneal dialysis (capd) to complete therapy for the night. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance made contact with the peritoneal dialysis (pd) nurse on (B)(6) 2012 regarding the reported incident. The nurse reported and clarified the patient was hospitalized for edema in the legs due to a cardiac condition. The nurse did not report the type of cardiac condition and stated the leg swelling condition was not related to peritoneal dialysis. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported high drain alarm. The nurse stated that she was aware of the alarm. She stated she believed the alarm was caused from the fact that the patient was manually filling with 2l of solutions to take antibiotics, and then not draining prior to therapy while the initial drain alarm was kept at 0ml. She stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported associated with this event. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device and concomitant medical product were returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was one or more cycles advanced to the next fill when a slow/no flow situation occurred above the minimum drain volume threshold. A device history review was performed with no exceptions during manufacturing found. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.